Event description:
A patient called regarding the meter allegedly reading error 1. Patient did not report any symptoms at the time of the event. The patient did report taking insulin for diabetes. There was no evidence of an adverse event, based on the information provided. The meter was replaced due to an unresolved issue.